Event description:
Same case as MDR ID# 2134265-2013-08173, 2134265-2013-08174, 2134265-2013-08177 and 2134265-2013-08178. It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2013, a 2.5x16mm promus element plus drug eluting stent and a 3.0x16mm promus element plus des were implanted. Five (5) days later the patient presented with stemi and stent thrombosis which was treated with the implant of a 3.0x12mm promus element plus des, a 3.5x24mm promus element plus des and a 3.0x16mm promus element plus des. Four (4) days later, the patient presented with stemi and stent thrombosis which was treated with the implant of a 4.0x38mm promus element plus des and a 3.5x28mm promus element plus des. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).